Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. On (B)(6) 201 3 it was noted that this system had probable pacing system infection with negative culture. The physician was dr. (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)